Manufacturer narrative:
One vamp adult system with a 10cc b-d syringe was returned for examination. The reported event of "leaking" was confirmed. Leakage was detected at the bond joint between the pressure tubing to the reservoir stopcock. Red dye solution was manually injected into the vamp system to trace the leak path. Leakage was found occurring across the bond area. No visible damage or defect was observed from pressure tubing and reservoir stopcock. The tubing outer diameter near the point of detachment was measured and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Leakage implies a small amount of blood/fluid loss. This device was used for monitoring pediatric arterial blood pressure and blood sampling. Since this device was used on a pediatric patient whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. A leak in the system may cause a dampened waveform to be displayed on the patient monitor, thereby alerting the clinician to start the troubleshooting process. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number- (B)(4). Hospital number (B)(4).

Event description:
It was reported that a (B)(6) year old male with acute respiratory failure was treated with an adult arterial line sampling manifold that was connected to an ECMO circuit. The nurse observed a leak through a crack and changed out the device for a new one. No patient complications reported.

Manufacturer narrative:
The investigation of this vamp system leakage concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Additional information was obtained on 7/25/18. This case was a (B)(6) male weighing (B)(6). The patient was admitted from another hospital on (B)(6) 2018 status post cardiac/respiratory arrest on (B)(6) 2018. Prior to the hospital transfer the patient developed a worsening cough, congestion, and increasing o2 requirements with desaturation episodes and maximum ventilator settings. Upon hospital transfer, the child was placed on va ECMO. The child had a history of pulmonary hypertension, chronic lung disease, atrial septal defect, patent ductus arteriosus and was g-tube dependent. Unfortunately, there were other complications that developed not related to the device and the patient expired.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.